Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown device. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and a loss of consciousness. The customer was seen at a hospital they received treatment of intravenous glucose. There was no report of death or permanent impairment associated with this event.